Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Customer required assistance from husband to consume glucose tablets to address bg. It was recommended that customer consult with healthcare provider regarding bg.